Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during pumping. The user's blood glucose level was 116 mg/dl. The user successfully loaded a new cartridge and resumed insulin delivery.